Manufacturer narrative:
The lead was returned after explant due to tricuspid regurgitation. As received a partial lead distal portion was returned in one piece with the helix extended and clogged blood/tissue. Visual and x-ray examination did not find any anomalies on this portion of lead with exception of damage consistent with that occurring at the time of the procedure. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon evaluation tricuspid regurgitation was noted due to patient's right ventricular lead. The lead was explanted and replaced. The patient was stable.